Manufacturer narrative:
The reported complaint of solex catheter balloon detachment was not confirmed. No issues or discrepancies were found during visual and functional testing. The catheter balloons were unraveled as designed. The catheter performed as intended. Visual examination of the returned catheter was performed. No physical damage was found on the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Observed blood residues on the balloons. Functional pressure test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended.

Event description:
As reported, after the solex 7 catheter placement, the adjustments to the catheter position were required, however, the physician experienced difficulty while repositioning the catheter. Upon catheter removal, the physician observed the serpentine balloon detachment. The catheter was replaced with another solex 7 catheter, however, the customer experienced a fluid leak with the second catheter. (B)(4) created for the second catheter issue. No known impact or patient consequence was reported. See MFR 3010617000-2019-00825 for second solex catheter issue.